Event description:
Physio-control received a report that the device powered off when trying to print and initial evaluation determined that it rebooted at least nine times. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
The reported issue was able to be verified and unable to be duplicated. It was determined the cause of the issue was unknown. No repairs were made to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control performed and initial evaluation of the electronic device download data and verified the issue. The technician found that the issue was caused by a battery which was overdue expiry. The customer was advised to remove old batteries from service. After performing unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that the device powered off when trying to print and initial evaluation determined that it rebooted at least nine times. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.